Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received for evaluation. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent at the stiffener sleeve and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be non-conforming for all three functional tests. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and down the length of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to aspirate and actuate. The complaint evaluation confirms the probe had a cutting failure and also indicated that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The most likely root cause for the observed non-conformance's is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and impede, or fully obstruct, aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate and aspirate. The exact root cause of the bent needle, bent inner cutter, and observed foreign material cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery, as evidenced by the amount of wear observed on the inner cutter of the probe. An exact root cause for the bent needle, bent inner cutter, and the observed foreign material was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure of the probe occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.